Event description:
A pt reported experiencing inaccurate erratic results with a lfs meter. The pt's blood glucose results were 206, 86mg/dl. Tests were done within 10 mins with a difference of 73%. Pt did not epxperience any adverse events. No further info has been reported.